Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported tht the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: defect: hair like matter when using 10 ml bd syringe.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that syringe has a hair in the non-fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in non-fluid path defect is associated with the assembly process. This condition is occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4016909. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.